Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was not pushing insulin out despite changing her sets several times; the customer bolused but her blood glucose kept increasing until it reached 498 mg/dl. The patient experienced stomach sickness and headache, and she treated with manual insulin injections. After treating, the customer's blood glucose was 298 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. The customer attempted to prime with the current set but only a tiny drop came out of the infusion set tubing. The customer inspected the cannula and it was straight. The customer declined to check their settings. However, a high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.